Event description:
It was reported that the t:slim x2 pump battery would not charge despite attempts to use different cables and wall adapters. There was no adverse impact to the customer¿s blood glucose level. The customer used multiple daily injections (mdi) as a backup therapy, and tandem technical support sent a replacement pump with instructions for returning the faulty device.